Event description:
The pt was seen at the implant center for device eval in november 1999. Testing at the center confirmed that the device was no longer functioning. Revision surgery has not yet taken place.